Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause was no issues with the ac power cord were identified, and no evidence of a melted power cord was found.

Manufacturer narrative:
Updated information: h6 med dev prob code changed to a1005.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name removed danvers.

Event description:
Additional information was received. This defect was identified by the biomed team.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller had a melted power cord. There was no patient involvement associated with this event.